Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was stuck on a blue screen displaying an ip address. The customer stated that the malfunction caused a delay in dispensing medications to the patient, since the user had to get the required medication from the main pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was at blue screen. A technical support specialist (tss) connected to the station and found that eset was not updating. Nic speed was configured to 100/half duplex and the application was reset to auto-launch. After rebooting, the application failed to start. Remote smart service (rss) version 4.12 was removed, and version 4.6.1 was installed, followed by reinstallation of version 4.12. Auto-launch settings were reapplied, and the station was rebooted again. Upon reboot, the firmware updater launched and successfully updated the firmware. The station then loaded to the logon screen. After logging in and performing another reboot, the application launched successfully with no errors. The system functioned as intended after the technical support specialist troubleshot the device.